Event description:
On (B)(6) 2014, it was reported that the rubber covering of the up and down buttons on the patient's infusion device was damaged and the buttons were not fully functional. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The soft components of the up and down button are damaged and restricted handling of the pump is a possible implication. As result of the leaky soft components moisture entered and caused damages to the electronic of the pump. The up and down button do not respond to commands due to the contamination inside the button. The problem mentioned by the customer is related to careless handling of the product.